Event description:
The customer reported that a monitor was turning off alarms with no user interaction. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that a monitor was turning off alarms with no user interaction. No patient harm was reported. The local philips staff explained alarm silencing to the hospital nursing staff. This is consistent with user misunderstanding of reminder alarms and does not support that there was a malfunction. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.